Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer's mom reported a battery out limit and weak battery alarms and the insulin pump indicates incorrect battery power after inserting a new battery shows empty, then full, and then empty again for the customer. The battery life max is working for 2 days. The battery cap and compartment is showing as ok/ not damaged. The customer's mom also reported that the child has high blood glucose levels up to 500 mg/dl, corrections from the insulin pump do not help. The customer's mom stated that the child is on long acting insulin pump only for boluses. The customer's mom checked the sets and nothing was bent, the insulin was fresh, clear and there were no site issues. The drive support cap was normal and there were no alarms connected with delivery. The insulin pump will be replaced due to the issue with battery reading. The product will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with currents in specification. No unexpected depleted battery or battery out limit. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.